Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported that the system stopped 25% of the way through treatment due to a secondary energy out of range error. Additional information requested.

Manufacturer narrative:
During the onsite visit the tm (territory manager) tested the system and could not duplicate the reported error. The tm ran calibration table, adjusted energy alert settings, and verified the system. Due to reoccurrence of this error two days later the tm replaced the energy sensor and optics as preventive measure. During calibration of the energy sensor it was noted that the shutter could be caused to close while laser continued firing by keeping footswitch right at the point between on and off. This sometimes produced a secondary energy error. The tm replaced the shutter and footswitch. Normal shutter function restored. System meets specifications per the service test procedure. The root cause could not be determined conclusively. The possible root cause could be a faulty shutter and footswitch. (B)(4).